Event description:
It was reported that pump experienced malfunction with a resettable malfunction alarm that continued to recur. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support guidance to attempt pump reset, agreed to allow pump battery to fully deplete, and planned to use multiple daily injections as backup insulin therapy while tandem arranged shipment of replacement pump.